Event description:
It was reported that a spectrum pump constantly displayed the "air-in-line" message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false "air-in-line" alarms which were confirmed but not reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air-in-line alarms. The failed upstream sensor was replaced.